Event description:
Literature review titled "outcome analysis of 852 breast implant check assessments: the added value of clinician-operated ultrasound¿ reported "bia-alcl positive". Biomarkers were not provided. This record is for the left side. Device status unknown. This article involved a 47-year-old patient.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: breast implant associated anaplastic large cell lymphoma (bia alcl). The reported event or events are physiological complications, and device analysis typically does not help allergan determine the cause. Clarification to d6a implant date: patient was implanted with this device for 18 years. Continued e.1. Phone number: (B)(6). Article citation: jaeger, marie et al. ¿outcome analysis of 852 breast implant check assessments: the added value of clinician-operated ultrasound.¿ plastic and reconstructive surgery. Global open vol. 14,3 e7513. 26 mar. 2026, doi:10.1097/gox.0000000000007513.